Event description:
Plaintiff was employed by a private dental practice who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering physical injury and developing a latex allergy.